Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the third party service center, visible foam particles were found. The sound abatement foam was replaced to resolve the issue. Additionally, the active exhalation control module failed during evaluation. The trilogy motor blower assembly kit, trilogy flow sensor assembly, and trilogy active exhalation control module were replaced to resolve the issue. The device passed final testing. No further investigation is required.